Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4).

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy (peg) placement procedure performed on (B)(6) 2018. According to the complainant, during preparation, when the nurse unpacked the device, it was noticed that the inner packaging was already opened. It was confirmed that the sterile barrier was compromised. The procedure was completed with a new endovive safety peg kit pull method. There were no patient complications reported as a result of this event.